Event description:
The ops valve failed to 'relieve' during the case causing a significant amount of air to be introduced into the pt's heart. As a result, the pt was on bypass an additional 20mins. To de-air the heart. The pt's aorta was cross-clamped at the time. No pt injury occurred as a result of this event.